Event description:
A blood leak was noted from the hemostasis valve during the procedure. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed a tear on the visible surface of the proximal seal, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed. The cause of the tear is consistent with damage during use.